Manufacturer narrative:
Device is a combination product. A 5x150mm, 90cm ranger drug coated balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen was separated 7.5cm from the tip. There was buckling to the guidewire lumen 5mm from the tip and it was approximately 25mm long. Microscopic examination revealed damage to the tip. The inflation lumen was stretched in two places. The proximal stretching was located 7.1cm from the hub and was approximately 6cm long. The second stretching was located 17cm from the tip and was approximately 6.5cm long. There was blood present in the inflation lumen and balloon. The balloon as loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a balloon was difficult to remove. A percutaneous transluminal angioplasty was being performed on a 60-70% stenosed, moderately calcified and mildly tortuous lesion in the superficial femoral artery. A 5mmx150mm, 90cm ranger (dcb) balloon was advanced over a non-bsc guidewire into the lesion but the advancement was harder than usual. The balloon was inflated to 8 atmospheres and then deflated but was difficult to remove as resistance was met. Both the balloon and guidewire were removed as a unit from the patient. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon was difficult to remove. A percutaneous transluminal angioplasty was being performed on a 60-70% stenosed, moderately calcified and mildly tortuous lesion in the superficial femoral artery. A 5mmx150mm, 90cm ranger (dcb) balloon was advanced over a non-bsc guidewire into the lesion but the advancement was harder than usual. The balloon was inflated to 8 atmospheres and then deflated but was difficult to remove as resistance was met. Both the balloon and guidewire were removed as a unit from the patient. The procedure was successfully completed with a different device without issue or patient injury.